Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 87 mg/dl. Customer does not recall any significant events which may have led to the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the escape button due to moisture damage on keypad traces noted. The insulin pump has broken belt clip slot noted, cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained endcap sticker. No belt clip received with the return of the insulin pump.